Manufacturer narrative:
Additional information received on 01-jul-2019 that there was no patient involvement. Evaluation device: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found in damaged condition with cracked front and rear housing. Investigation was unable to download event history log. During investigation, the device was powered up and alarmed ec 1720 which according to the investigation is an issue with the back-up capacitor. Service replaced the back-up cap to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "error code 1720" it was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.